Event description:
Red cell pump alarm - initially decreased collection rate from 35 to 25 and paused the instrument. After 2nd alarm stopped the instrument and decreased the collection rate to 20. The 4th time alarm occurred collection rate was 15 and the instrument had been paused or stopped several times therefore decreased the whole blood processed threshold and proceeded to buffy coat collection. Therakos was consulted but unable to resolve alarms.